Event description:
Elevated blood glucose levels with ketones, and bacterial infection [blood glucose increased], ketones [blood ketone body], bacterial infection [bacterial infection nos]. Case description: a family member reported that pt, who was introduced to novolog penfill insulin delivery device for type 1 diabetes mellitus in december 2001, experienced elevated blood glucose levels with ketones and a bacterial infection for which pt was hospitalized in 2002. The family member reported that for several months without incident, pt was relying on the clicks for dose selection when the dose indicator window of the innovo insulin delivery device was showing blank. The event began in early morning in 2002 when the patient was feeling nauseated and ill with vomiting. Pt's blood glucose levels were in the 300 mg/dl range most of the day. At 9:00 p.m, pt became incoherent and their blood glucose levels were above 500 mg/dl. A friend from pt's dormitory took pt to the local emergency room (ER) where pt was treated with an insulin drip and was diagnosed with a bacterial infection (source of infection unk). Pt was admitted to the hospital that evening with a diagnosis of hyperglycemia with ketones and a bacterial infection. Pt remains hospitalized as of the reporting date. The family member stated that pt is very active. Pt's diet is erratic, and on occasion pt forgets to eat their meals. The amount or content of the patient's meals the day of the event is unknown. Pt reuses their disposable needles three to four times before discarding them. Information regarding the storage of novolog penfill insulin and innovo insulin delivery device, the dosage of novolog insulin, and function check or air shot performance is unknown. Further information has been requested.